Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that after one year of implantation, an electrode was disabled due to hi impedance. Since that time, more electrodes have been progressively disabled for the same reason. On (B)(6) 2011, it was seen that 8 electrodes have been disabled in total. The pt's parents and speech therapist at his school did not notice that his hearing had been affected during this time as the pt has add'l problems to his hearing loss.